Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rhino-laryngo videoscope was removed from the medivator and an oily residue was found on it. Event occurred at reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h2, h6. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. An endoscopy service specialist visited the customer site and conducted a full facility review summary, observing the complete reprocessing workflow from bedside pre-cleaning through high-level disinfection and drying. All steps performed by the facility staff were found to be fully aligned with the IFU, and no corrective recommendations were issued. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.